Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the issue was ¿lots of beeping¿ and ¿error codes¿. This was reported to bd associate during their site visit and no further information was provided and the device will not be sent to bd for investigation. There was patient involvement, but no harm.